Event description:
A surgeon reported that ten days after a glaucoma filtering shunt was implanted, it was touching the iris. The shunt remains implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).